Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose (bg) was 389 mg/dl. Ketones were present. Customer reverted to manual injections for insulin therapy.